Event description:
It was reported that the rv lead exhibited high capture thresholds and was left inactive after the device was turned off. There are no plans to explant the inactive lead. A new lead was implanted on the left side. The patient condition was stable.